Event description:
Pt is receiving morphine sulfate subcutaneously via a pump. Pt was unable to receive prescribed number of boluses using the pain mgmt pump due to a software glitch in the pump program. The pump's operator's manual does not address this issue and the pharmacy was unaware of the problem until yesterday. If the maximum bolus dose per hour function is turned off, the pt can only receive one demand bolus dose per hour even if the dose is programmed in as every 15 minutes. The pt initially needed these doses. The situation was remedied by increasing their continuous rate. Rptr did not send a different pump last week because rptr was unaware of the pump's software problem.